Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
The customer's daughter reported that the customer received missing segments on their freestyle meter and experienced hot flashes and excessive sweating. The paramedics were called and they transported the customer to a hospital where he was diagnosed with hyperglycemia and treated with insulin. There was no report of death or permanent impairment associated with this event.